Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
The evaluation will be conducted when the product is returned.

Event description:
It was reported that the t2 device was imposible to anchor the implant. This resulting in the removal all the all implants. The procedure was completed with another device. The patient was not harmed.